Event description:
Account reports incidents in nursery and pediatric units in which device separating from IV catheters during initial connection , flushing or when administering medications. Device used with peripheral ivs and IV fluids have leaked and/or IV sites have "clotted off". No pt injuries reported. Device change only intervention.